Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to customer's infusion site infection and medical intervention. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient developed an abscess at the pod¿s insertion site while wearing the device on their arm. The patient started experiencing hypoglycemia the day prior and "extremely high" blood glucose levels after taking the pod off (specific blood glucose levels not provided). The patient stated that the lump did not go away so they went to get antibiotics (name not provided). The antibiotics did not help, and the infection grew larger, spreading under the armpit resulting in the patient going to hospital. The patient the abscess was lanced. After two weeks of the abscess being lanced, the patient's arm still needs to be packed and that the infection is still present. The patient states having to get an ultrasound as there is still some infection above the cut.